Event description:
It was reported that during the implant attempt, the lead tore near the suture sleeve. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was a breach and distortion in the outer insulation due to being pulled/stretched/overstressed. The proximal and distal conductors were distorted due to being pulled /stressed/overstressed. Visual analysis revealed the lead was stretched and damaged at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.